Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Blood glucose levels were not adversely impacted. Customer service provided complete pump reset instructions and guided the caller through the reset process. Despite these efforts, the cgm error recurred, leading to the decision to replace the pump. While awaiting the replacement, the caller continued using the current pump without interruption to insulin delivery.